Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to missing battery tube spring. Pump received with corroded battery cap contact and corroded battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 128 mg/dl. Customer states the contacts on the battery cap was neither missing nor damaged. Customer stated it not closing properly. Customer insisting that its the battery cap issue and was asking for a new one. Customer clean the battery cap and removed and insert new battery and insulin pump working fine. The insulin pump will not be returned for analysis.